Manufacturer narrative:
(B)(4). Concomitant devices - nexgen option cemented femoral component size d left catalog #: 00599401491, lot #: 61373733, nexgen articular surface size cd 14mm catalog #: 00596403014, lot #: 60498498, nexgen straight stem extension 14mm x 100mm catalog #: 00598801014, lot #: 61280136, nexgen stemmed precoat tibial component a/p wedged catalog #: 00598800300, lot #: 61512922. Report source - foreign: (B)(6). The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced a tibial fissure during knee arthroplasty. The patient received a casting for six (6) weeks after the procedure and the issue resolved. Attempts have been made, however no additional information is available at this time.